Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected back light anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly and loose reservoir. The customer's blood glucose value was unknown. The customer reported that the insulin pump rejected new batteries, back light was dimmer than usual and reservoir was a little loose also reported slower rewind than in the past, had to push act button harder to respond and decreased battery life. The device will not be returned for analysis.